Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not turning on. The battery was replaced with a known good battery and the receiver turned on. A receiver download was performed and an unexpected shut down was observed. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.